Manufacturer narrative:
Product event summary: a beeping sound was reported when the patient used the controller ac adapter. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection but failed functional testing due to an intermittent connection, this could possibly result in an audible tone. Supplemental testing revealed an open circuit along the output connector, preventing the device from providing adequate power to a controller. The most likely root cause of the reported event can be attributed to an open circuit along the output connector. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a beeping sound after 15 minutes when using the controller ac (cac) adapter. The patient stated that he could not tell ¿what happened exactly¿. The cac adapter was exchanged. No patient complications have been reported as a result of this event.